Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal and heavy bleeding (interpreted as genital bleeding). She underwent a laparoscopic hysterectomy and bilateral salpingectomy, approximately 1.5 year after insertion. This event is anticipated in the reference safety information for essure. Genital bleeding in women may have multiple causes. In the present case, consumer's medical history and concurrent conditions were not reported. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal and heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), depression ("depression") with mood swings, rash ("rashes"), headache ("headaches"), tooth loss ("tooth loss") and anaemia ("anemia"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the genital haemorrhage, fatigue, depression, rash, headache, tooth loss and anaemia outcome was unknown. The reporter considered genital haemorrhage, fatigue, depression, rash, headache, tooth loss and anaemia to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal and heavy bleeding (interpreted as genital bleeding). She underwent a laparoscopic hysterectomy and bilateral salpingectomy, approximately 1.5 year after insertion. This event is anticipated in the reference safety information for essure. Genital bleeding in women may have multiple causes. In the present case, consumer's medical history and concurrent conditions were not reported. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.